Manufacturer narrative:
A manufacturer representative went to the site to service the system. The failure could not detected. Several 3d scans were performed - all started like expected. Codes b01, c19 and d14 reflect this. During this service it was found that, that 3d scans did not rotate 360 degrees and hit a hard stop at the end. There was a rotor tractor motor break failure. This was reported as a separate issue and will be investigated under a separate case. It was also found that at system startup the image acquisition station (ias) did not go out of stand alone mode. The umbilical cable contacts were worn and the cable needed to be replaced. This was also reported as a separate issue and will be investigated under a separate case. Codes b01, c07 and d02 reflect the additional findings. A second system service was done and the system passed all tests and was performing as intended. Codes b01, c19 and d14 reflect this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that there was a patient present when the issue occurred. The error message stated that the 3d mode was disabled. Navigation was connected but not ready. Troubleshooting was not done during the procedure, the issue was reported after it occurred. The manufacturer representative went to the site afterwards and tried to replicate issue but the system worked as intended during the visit. There were no new surgeries scheduled afterwards, the site is in the process of signing new service contract before they start using it again.

Manufacturer narrative:
H2) additional information was added to the event description. Patient information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. The manufacturer representative went to the site to test the imaging system. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that there was a 3d imaging issue due to an error message. Both navigation and imaging were aborted causing longer than an hour delay. No impact on patient outcome.